Event description:
It was reported that the ventricular sensing was reprogrammed. New information received noted that the pulse generator was explanted on (B)(6) 2017 due to the previously reported noise issue. Patient was doing well before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation noise was noted. The patient was discharged and would be scheduled for routine follow ups. No intervention had been reported.